Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying error code "1122" check vent: blower temperature high message. No harm reported. The investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the blower is not passing the required pvt. The customer replaced blower to resolve the reported issue. The device passed required performance verification tests (pvt) per philips standards and was returned to service. The investigation concludes that no further action is required at this time.